Event description:
It was reported that the customer tried to insert the enlite sensor and the sensor broke. Customer stated that when he pulled the serter off, it flung and the needle came off. Customer declined to speak to the helpline and will call later. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.